Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon did not cross the lesion while another company's did. No additional event or pt info is available. This is being filed based on returned goods lab analysis which revealed a balloon rupture.

Manufacturer narrative:
(B)(4). Results : product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon, in the inflation lumen and in the hub. The balloon was loosely folded. There was a pinhole in the balloon at the middle portion of the balloon, 8 mm distal to the proximal marker. There were scratches on the balloon proximal to the pinhole. There was no other damage noted to the balloon catheter. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.